Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as multiple hardware. The fse replaced the ise mixer printed circuit board (pcb), 3 way valve pcb, ac/dc driver pcb, tubing, ise 3 way valve, pressure sensor and degasser unit. Fse primed instrument with no error and verified system performance. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.